Manufacturer narrative:
The returned device was evaluated. During investigation, the unit was able to power on and engage in monitoring activities but d-segment of the center led on the upper row of the 7-segment display did not illuminate. The board was swapped out and, the led 7-segments display was working as designed. See scanned pages.

Event description:
It was reported that the led display does not function properly. The customer states 7 segment displays will not light up appropriately, displaying incorrect numbers. No further details available. Additional info received from the customer indicated that one of the led's on the top of the 3 led sections was not illuminating. There was no pt involvement.